Event description:
It was reported while using bd alaris smartsite low sorbing extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: low sorbing extension set leaking from bottom of the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-mar-2023 . H6: investigation summary the customer reported leakage from the filter and returned one used sample. The sample was primed and found to be leaking from the air vent on the filter. The filter was sent to supplier for further analysis, and they found an issue with their process. The vent media detection on rare occasions can fail, and that's what happened here. They are aware of the root cause and have implemented a regular shift meeting to better contain and escalate any issues. Device history record review for model 20350e lot number 22099014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris smartsite low sorbing extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: low sorbing extension set leaking from bottom of the filter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.